Event description:
The customer reported the screen is black. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system but has not yet evaluated the system. (B) (4).